Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection in a laparoscopic gastric band removal procedure, the seal disengaged. It fell into patient cavity but was able to retrieved using grasper. New seal was used to complete the case. There was no patient injury.